Event description:
It was reported that inappropriate nsln episodes were detected on the device. The patient also had intermittent pvc during bi-v, which the physician believed contributed to the inappropriate detections. It was noticed that egm recording was not accurate. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.